Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the hip which is an off-label usage of the device. On approximately 05/13/2025, the patient experienced a syncopal episode and was assisted by a neighbor who contacted the patient's husband. The husband called emergency medical services. Upon arrival, emergency medical technicians checked the patient's blood glucose (bg) and it was 22 mg/dl. It was reported that the cgm did not have readings for under one hour. The patient recalls being treated with intravenous treatment. She was taken to the hospital and was discharged on (B)(6) /2025. Upon discharge the patient's bg was approximately 200 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.